Event description:
It was reported that the patient had passed away on (B)(6) 2014 due to an unknown reason. The patient had been trying a new medication and was in the process of being referred for vns replacement due to low battery. Attempt for a copy of the death certificate was made. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep.

Event description:
Additional information was received from the physician that there is no known relationship between the patient's cause of death and vns therapy.

Manufacturer narrative:
Review of the available programming and diagnostic history.